Manufacturer narrative:
The samples have been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "the vitrectomy probe became stuck inside the trocar" (sticking). The customer reported the vitrectomy probe became stuck inside the trocar during surgery. The trocar and vitrectomy probe were replaced and the case was completed as planned. No pt injury was reported.